Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m163169 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m163169 , test base part number 190-430 / lot: m163169 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m163169 showed that the complaint rate is (B)(4). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m163169 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.

Event description:
The customer reported conflicting results on a directly tested nasal kit swab with the ID now covid-19 assay performed on (B)(6) 2021. Repeat testing was performed with four different ID now instruments. Although requested, additional information, including patient treatment and outcome was not provided.